Event description:
Difficult deflation was encountered during post dilatation of a bilary stent in the coronary artery. Dilatation was successfully completed and the balloon was removed through the introducer sheath without further incident. The procedure was successfully completed with this balloon without pt complications. Device was returned evaluated and retained by the MFR. Engineering eval indicated the shaft was bowed under the balloon. Performance testing could not confirm a deflation issue. Balloon was inflated and deflated without incident. Device was being used in a non-indicated procedure, a coronary artery and stent dilatation which co believes may have contributed to this event. Co's directions for use state: shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrow or obstructed iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."